Manufacturer narrative:
The rvad excor blood pump pu valves; 60 ml in/out; ø 12 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 to date. The lvad excor blood pump used on this patient is an 80 ml in/out ø 12 mm pump which is not distributed in the us market. Therefore, a report for lvad is not required to be submitted. The event occurred on 2025-08-11, which is (10 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and concluded that the pump was produced according to our specification.

Event description:
Berlin heart gmbh clinical affairs was informed by the clinic on (B)(6) 2025 that the patient on bvad, had suffered an ischemic stroke shortly after re-operation because of retrosternal collection. Very little fibrin spots were seen in both excor blood pumps. The patient was on ECMO support for several days prior to the implant of the berlin heart excor system. The blood pumps performed as intended.